Manufacturer narrative:
The transmitter assemblies associated with this complaint were returned for investigation. The results are as follows: - (B)(4) : investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. After fully charging the battery, the unit operated for 21 hours and 49 minutes on the active setting at maximum power index. - (B)(4) : investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. After fully charging the battery, the unit operated for 18 hours and 10 minutes on the active setting at maximum power index. - (B)(4) : investigation of the device was unable to replicate the alleged issue, and no non-conformances were found. After fully charging the battery, the unit operated for 19 hours and 59 minutes on the active setting at maximum power index. The unintended stimulation/new pain questionnaire was reviewed for potential causes of the reported issue. However, the patient has a non-curonix scs device implanted. Per the freedom peripheral nerve stimulator system, implantation of neurostimulator instructions for use (05-20200 rev. 6), "active implantable or body-worn medical devices - safety has not been established for patients who use the freedom pns system with other active implantable or body-worn medical devices[?] Malfunction and/or damage could occur to either system, harming the patient or nearby people." Additionally, the implanting clinician believes the overstimulation is due to the neurostimulator proximity to the nerve and it is possible the tines are touching the nerve based on position. All evaluations made by the implanting clinician indicate the overstimulation is not attributed to the transmitter assembly. The stimulator is used to treat pain. Although the transmitter assemblies met specification and no non-conformances were found, the cause of the reported issue is attributed to two identified root causes: interference from a non-curonix device as the patient has a medtronic scs system implanted (user error-clinician). Improper surgical technique (incorrect tool, implanting too deep) as the tines may have been touching the nerve (user error-clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in unintended stimulation/new pain issues. Unintended stimulation/new pain issue rates remain acceptably low; thus, CAPA is not required. Unintended stimulation/new pain issue rates will continue to be tracked and trended.

Event description:
The patient reported getting zapped (shocks) when wearing one of their transmitter assemblies. The transmitter assembly programs were changed. However, this did not resolve the reported issue. The patient began using their other transmitter assembly and is getting pain relief with no zaps. On (B)(6) 2024 the patient reported they are now experiencing zapping with all of their transmitter assemblies. The implanting clinician evaluated the surgical site and discussed the sensations of overstimulation. The transmitter assembly programs were changed, the patient was observed for 45 minutes with the device on, and they did not experience any overstimulation. 24 hours after their last reprogramming, the patient reported no overstimulation.